Event description:
Information received by medtronic indicated that the customer reported pump was failed. Troubleshooting was performed and found that other critical pump error and sudden pump failure. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for an alleged critical pump error (open book image) alarm, unexpected error message and e/a alarm found on (B)(6) 2023. Pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. Unable to verify critical pump error (open book image) alarm, unexpected error message, e/a alarm and perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thump. Pump error 38 alarm during self test was recorded and found in the formatted history file on: (B)(6) 2024 10:28:46.000 (B)(6) 2024 10:31:02.000 (B)(6) 2024 10:31:51.000 pump error 43 alarm was recorded and found in the formatted history file on: (B)(6) 2023 07:54:25.000 (B)(6) 2023 07:55:12.000 (B)(6) 2023 07:56:07.000 (B)(6) 2023 08:38:44.000 pump error 130 alarm was recorded and found in the formatted history file on: (B)(6) 2023 07:55:18.000 no pump error 37, 39, 41, 42, 79, 80 and 82 alarm recorded in the formatted history file on the event date. Pump was cut open to perform visual inspection and found a corrosion on the motor home switch, pcba 1, pcba 2, force sensor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Pump error 38 alarm during self test, pump error 43 alarm and pump error 130 alarm were confirmed due to corrosion on motor home switch, pcba 1 and pcba 2. Please see below for pump errors/alarms noted 1 week prior to the event date 06-oct-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 13:08:00.000 (B)(6) 2023 16:10:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 16:26:00.000 sensorexpiredalert (794) was recorded and found in the formatted history file on: (B)(6) 2023 12:12:31.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 09:06:00.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 18:37:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 19:09:54.000 (B)(6) 2023 08:44:36.000 failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 09:10:35.000 (B)(6) 2023 09:20:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 19:08:00.000 pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:44:58.000, (B)(6) 2023 08:54:00.000, (B)(6) 2023 08:54:34.000 (B)(6) 2023 08:56:31.000, (B)(6) 2023 08:57:24.000 (B)(6) 2023 09:08:03.000, (B)(6) 2023 09:09:26.000, (B)(6) 2023 09:32:57.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 08:54:47.000, (B)(6) 2023 08:54:55.000, (B)(6) 2023 08:56:51.000 (B)(6) 2023 08:57:00.000 (B)(6) 2023 09:08:16.000, (B)(6) 2023 09:08:24.000, (B)(6) 2023 09:09:41.000 (B)(6) 2023 09:09:49.000, (B)(6) 2023 09:33:08.000, (B)(6) 2023 09:33:16.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 3:58:59 am. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert and replace battery alert/replace battery now alarm. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement (unexpected battery power loss) due to corrosion on the pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Unable to verify critical pump error (open book image) alarm, unexpected error message, e/a alarm and perform the required testing due to pump error 38 alarm during the rewind test. Pump error 38 alarm during self test, pump error 43 alarm and pump error 130 alarm were confirmed due to corrosion on motor home switch, pcba 1 and pcba 2. Also, a high sleep current measurement (unexpected battery power loss) was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.